Manufacturer narrative:
See scanned page.

Event description:
It was reported that the pt was unable to adjust stimulation therapy control; one pulse generator in the bilateral system would not turn on. The status light on the pt programmer had indicated stimulation therapy was turned off for the device. Basic troubleshooting and pt programmer device functionality was reviewed; the pt was redirected to report symptoms to the hcp. Additional info has been requested from the pt. Refer to MFR report #3004209178200501120 and #3004209178200501121.